Manufacturer narrative:
The product was not returned. Before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint. Qualified associated products were indicated. The product investigation could not identify a root cause. The product was not returned for evaluation. Clarification was not provided on the unspecified issue with the lens. Qualified associated products were indicated. The instructions for use (IFU) instruct: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company lens IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company intraocular lens (iol) to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure when the lens was inserted in the patient's left eye, it was noted that the optic was torn. The lens was cut and removed and replaced with same model and diopter company lens in an initial procedure.